Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial signals in the left ventricular (lv) channel which led to pacing inhibition. Technical services (ts) reviewed the information and recommended follow up to adjust configuration. This lv lead was subsequently explanted due to infection. No additional adverse patient effects were reported.